Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease. Concomitant products included azathioprine for crohn's disease. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain ("pain lower back") and pain in extremity ("pain in legs"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization) and genital haemorrhage ("continuous blood flow"). The patient was hospitalized from (B)(6) 2013. The patient was treated with surgery (uterus, including essure, has been taken out). On (B)(6)2013, the abdominal pain, genital haemorrhage, back pain and pain in extremity had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage and pain in extremity to be related to essure. The reporter commented: she recovered approximately in (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: patient´s information was updated (date of birth, age and medical history). Indication for the essure, date of the essure removal, and concomitant drug were added. The event medical device removal was replaced by the event abdominal pain, and other adverse events were added: continuous blood flow, pain lower back and legs pain. The seriousness criterion "hospitalization" was reported and considered for the event abdominal pain. The consumer informed that she recovered approximately in (B)(6) 2013. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of uterus). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal foreign-body material has been removed' in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal seriousness criteria medically significant and intervention required. The patient was treated with surgery removal of uterus. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.